Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the mfg documentation could not be performed as the batch number is unk. Taking into consideration, the thorough eval conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.

Event description:
It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, pt complications occurred. The physician implanted a taxus express2 drug eluting stent, unk size, to an unk vessel. Post stent implantation the pt experienced palpitations, increased cardiac rate, abnormal cardiac rhythm, blood pressure elevation, feeling dull, feeling "breast fever", hot flushes and agrypnia. Add'l info regarding this event has been requested, but not received.